Manufacturer narrative:
Correction: please refer to h6 health impact code. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
A final report was received of retrospectively collected data, which compares the clinical and radiologic outcomes of gamma3 nail for all types of extracapsular fractures of the hip with rotational instability. The study included all patients hospitalized for osteoporotic extracapsular fracture of the hip with rotational instability who entered the units of orthopedic surgery and traumatology of the selected hospitals for the study, data collection began (B)(6) 2017. The precise dates of the complications at various timepoints were not reported and no further detailed information regarding complications was available. Regarding the insertion of the gamma3 rc blade, it was placed once in an erroneous way as the handle was placed parallelly to the targeting device, when the u-blade lag screw was in the final position. (It could be seen in the ap view without posterior consequences). It was reported that intraoperatively, one distal screw was inserted out of the nail without major consequences.

Event description:
A final report was received of retrospectively collected data, which compares the clinical and radiologic outcomes of gamma3 nail for all types of extracapsular fractures of the hip with rotational instability. The study included all patients hospitalized for osteoporotic extracapsular fracture of the hip with rotational instability who entered the units of orthopedic surgery and traumatology of the selected hospitals for the study, data collection began march 2017. The precise dates of the complications at various timepoints were not reported and no further detailed information regarding complications was available. Regarding the insertion of the gamma3 rc blade, it was placed once in an erroneous way as the handle was placed parallelly to the targeting device, when the u-blade lag screw was in the final position. (It could be seen in the ap view without posterior consequences). It was reported that intraoperatively, one distal screw was inserted out of the nail without major consequences.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.